Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review was completed, and no discrepancies were found. All in-process stat sample quality checks were satisfactory. Aquacel ag drs 15x15cm (1x5pk) ster nai was manufactured under system application product (sap) code 1186106 and manufacturing lot number 0h00327 on 10 august 2020. Lot # 0h00327 was sterilized under work order (B)(4) and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 0h00327. This is the only complaint for the affected lot registered within database. Three photographs were received for this issue and has been evaluated in accordance with work instruction (wi). The photograph confirms the expected product and the complaint issue where grey matter can be seen in the middle of the dressing. The complaint sample was requested, returned to deeside manufacturing plant on 16th january 2023. A non-conformance (nc) was opened for this issue for foreign matter in the dressing. Laboratory results identified that the dark excess material was additional silverised material within the dressing. As such, this meant that the matter was not foreign as the laboratory testing confirmed the matter was excess dressing material. This excess material will have entered the intermediate material process at rhymney, allowing it to be needled into the intermediate material for further processing at deeside. Investigation identified that the offtake roller was not effectively set to account for other line conditions during installation and validation, in turn increasing the potential for fibre build-up and the ability for it to drop onto the fabric. The excess build-up was also caused by over-greasing of the crosslapper bearings. This issue was since rectified, reducing the risk of further issues. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 1000317571.

Manufacturer narrative:
Complainant street address: (B)(6). Complainant city: (B)(6). Complainant state: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Patient country: (B)(6), province of china. Affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that there was foreign matter (black piece) in dressing. The product was not used by the patient. The photographs depicting the issue were received from the complainant.